Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy handheld programmer was not interrogating a pt's device properly and was receiving "an 'sql' error." Troubleshooting performed via soft and hard resets of the handheld, but error was obtained again. Handheld was returned for product analysis, but as of yet the analysis is not complete.